Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log files. A review of the log files spanned approximately 6 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 from 13:10 to 13:16 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6) , was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Additional information provided on 24aug21 stated that cleaning the batteries and clips did not resolve the issue. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had power cable disconnection alarms when their batteries were sufficiently charged. Cleaning the batteries and clips did not resolve the issue. The patient stated they were sleeping while on battery power, and was re-educated to sleep on mobile power unit (mpu). The patient was also educated to recalibrate patient batteries. The batteries and battery clips were clean and no bent pins were noted. The log file captured intermittent indications of a weak connection between the batteries and battery clips which caused power cable disconnect events. The system controller that was alarming was replaced with the back-up system controller.